Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous mid left anterior descending (lad) artery. Following the advancement of a guiding catheter and a non-bsc guide wire to the target lesion, predilatation was performed with a semi-compliance balloon. Subsequently, a 3.50mmx16mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the strut at the distal part of the stent was lifted. The procedure was completed with a 3.5x15 non-bsc stent. No patient complications were reported and the patient's status was good.